Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25.0 mg/ml morphine at a dose of 2.404 mg/day via an implantable pump for spinal pain. It was reported that the patient had not been ¿getting the ingredients in her pump¿. The patient had been in pain. It was considered a gradual change in therapy/symptoms. The patient had refills and they have increase the morphine four times, but it hadn¿t helped with the pain. The healthcare provider (hcp) tried to withdraw fluid from the catheter, but couldn¿t pull out any fluid and they were not able to do the dye study. The patient was told they would have to do surgery and replaced the catheter. The patient stated that the ¿pumpogram¿ was done on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.